Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot:product/lot information is not available .

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had knee revision for tight, stiff, & flexed knee. Full synovectomy was performed. Poly and femoral component removed. Femur was downsized and new poly was inserted. No adverse event occurred. There is no other information to gather for this surgery. No other information can be obtained due to patient privacy.